Manufacturer narrative:
A ge service representative performed an onsite investigation. The field service engineer performed an sbc upgrade, including replacement of multiple pcb assemblies. The service event also included replacement of the power, high voltage and interconnect cables. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in the intermittent loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.